Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions." MDR 1219913-2018-00021 and MDR 1219913-2018-00084 were filed for the same event.

Event description:
(B)(6) advia centaur xp hcv (ahcv) results were obtained for a patient sample. The patient knows he has (B)(6). The customer performed testing witha an alternate method for confirmation and the result was (B)(6). The (B)(6) results were not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2018. 07/30/2018 additional information: siemens has completed the testing of the returned sample. In house testing obtained a negative result (index of 0.559 and 0.519) with kit lot 062292. A separate wetcake testing was performed and the sample showed low reactivity to the c200 antigen. The sample was also tested on the innolia immunoblot method and overall interpretation was considered indeterminate. These results matched the customers immunoblot method with a positivity to ns3 antigen. Siemens also ran internal quality control as well as quality control panels and all results resulted within range. Furthermore a panel of 20 separate negative patients was run and all samples resulted as intended. At this time siemens has confirmed the customer's observation of an overall negative response on this patient sample. The patient is not currently on any medication and the only known information is the patient was hcv reactive in the past. There is no root cause that can be determined at this time. This may be an older infection where the titers of the antibodies have fallen below the cutoff of the assay. Overall expected sensitivity for the advia centaur hcv assay is 99.18-100% as referenced in the instructions for use (IFU) 10629876_en rev y, 2017-012. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00021 supplemental report 1 and MDR 1219913-2018-00083 supplemental report 1 were filed for the same event.